Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Manufacturer narrative:
Visually confirmed locking cap head broken off from the threaded plate interface portion of the cap. Optical examination reveals witness mark at the base of locking cap head, and no witness marks noted on the bone screw interface portion of the locking cap head. Optical examination of the fracture surface reveals a fairly brittle fracture surface with no indication of fatigue and river lines indicative of overload. Sample testing was able to the replicate the failure mode by overtightening the locking cap. A comparison of the plate witness marks and locking cap found similarities between the replicated failure and the returned implant.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a cervical spinal fusion. It was reported that the locking ring broke off of the plate. The plate and screws were removed and replaced. No patient complications were reported.